Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good physical condition. The customer's reported problem was "double beep no cassette. Eight (8) no disposable alarms were recorded in the event log. Evaluation tests or methods used to duplicate/replicate the reported problem includes sensor verification and simulated use. Investigator was not able to duplicate customer double beep with or without the disposable attached. The upstream sensor was recalibrated and the downstream sensor was replaced as preventative measures. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found..